Manufacturer narrative:
The opticross catheter was returned for analysis. Visual and microscopic inspection revealed a hole in the imaging window near to the vent hole. Visual inspection revealed two kinks in the imaging window assembly in the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. During functional inspection a test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed there was no damage on the distal tip or guidewire exit port assembly. The vent hole was inspected and a friction marks were observed. It was noticed that the guide wire was able to pass through the vent hole and get into the imaging window and exit thru the imaging window perforation.

Event description:
Reportable based on device analysis completed on 08/09/2021. It was reported that crossing difficulties occurred. The target lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery. The opticross ic was introduced for lesion visualization, however, the catheter failed to cross the target lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition was stable. However, returned device analysis revealed the device was perforated.